Event description:
It was reported the rate knob is sticking. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4)- analysis confirmed the customer comment; the knobs were contaminated. Analysis also found that the upper/lower cases, side bail covers and battery drawer were broken. The battery release was contaminated and the battery contacts were compressed and corroded. The lead flex cover and battery flex are corroded and the ring is bent. The keyboard was scratched and contaminated and the display was out of specification (gasket sticking out).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary (B)(4) - analysis confirmed the customer comment; the knobs were contaminated. Analysis also found that the upper/lower cases, side bail covers and battery drawer were broken. The battery release was contaminated and the battery contacts were compressed and corroded. The lead flex cover and battery flex are corroded and the ring is bent. The keyboard was scratched and contaminated and the display was out of specification (gasket sticking out).